Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon mr (B)(6) reported that he explanted a triathlon tibial insert due to wear. The patient was implanted on (B)(6) 2016. The surgeon reported that the reported polyethylene damage was discovered following revision surgery. Post-op x-rays indicate that the implant was well positioned. The patient was overweight. The customer further reported that the patient was doing quite well until (B)(6) 2016 after which she developed some pain in her knee following a fall. The surgeon suspected a peri-prosthetic fracture, but the patient did not go to the hospital. The patient then developed some severe varus deformity which required a revision.

Manufacturer narrative:
An event regarding alleged pain following a fall leading to periprosthetic fracture and wear involving a triathlon cr x3 tibial insert was reported. The event was confirmed. -device evaluation and results: material analysis was performed and concluded that "in-vivo service related damages to the articulating surface of the insert included yellow discoloration, asymmetrical burnishing, and scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. No materials or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Review of the material analysis of the device indicated "in-vivo service related damages to the articulating surface of the insert included yellow discoloration, asymmetrical burnishing, and scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. No materials or manufacturing defects were observed on the surfaces examined." No further investigation for this event is possible at this time.

Event description:
The surgeon mr (B)(6) reported that he explanted a triathlon tibial insert due to wear. The patient was implanted on (B)(6) 2016. The surgeon reported that the reported polyethylene damage was discovered following revision surgery. Post-op x-rays indicate that the implant was well positioned. The patient was overweight. The customer further reported that the patient was doing quite well until (B)(6) 2016 after which she developed some pain in her knee following a fall. The surgeon suspected a peri-prosthetic fracture, but the patient did not go to the hospital. The patient then developed some severe varus deformity which required a revision.